Event description:
The caller reported the customer testing on the finger with the freestyle meter and getting a result of 232 mg/dl. The customer took insulin based on this reading. Approximately 3 hours later, they received a reading of 66 mg/dl while eating ice cream. At 2:29 am, the customer was in a seizure and a freestyle reading of 201 mg/dl was obtained. The customer's family member, gave pt orange juice while waiting for the paramedics. The paramedics tested the customer with an unknown brand meter and got a result 100 points lower than the freestyle reading. The paramedics transported the customer to the hospital where they obtained a reading of 88 mg/dl. The customer was given dilantin for the seizure.